Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery (eia). During percutaneous peripheral intervention (ppi), using an anterograde approach, a non bsc guidewire was inserted but failed to cross the lesion. Another non bsc guide wire was used together with the 14 rubicon¿ support catheter. When the guidewire was inserted into the 14 rubicon¿ support catheter, the guidewire stuck inside the support catheter. The physician removed both devices from the patient. The procedure was completed using non bsc devices. No patient complications were reported and the patient's status is good.